Event description:
It was reported that after the stent was successfully deployed in the mid rca, the stent delivery system (sds) was used to post-dilate (with no movement of the sds) two times and during the third inflation, the sds would not deflate. During the attempt to deflate the sds, blood was observed. The sds was removed from the patient still inflated and then a hole was noted near the guide wire exit notch. An unknown guide wire will be returned with the sds. Reportedly, there was no patient injury.